Manufacturer narrative:
Alegorides c, fourmarier m, eghazarian c, et al. (2020). Treatment of benign prostate hyperplasia using the rezum water vapor therapy system: results at one year. Progres en urologie, 30, 624-631. Https://doi.org/10.1016/j.purol.2020.05.004.

Event description:
It was reported via an article published in progres en urologie journal, regarding treatment of benign hyperplasia using the water vapor therapy system, results at one year. All the interventions were either done under general anesthesia or under hypnosis with slight sedation if required. A total of 65 patients underwent the water vapor therapy procedure by 3 urologists in 2 different french hospitals. Three patients were lost from follow-up. Among the 62 patients who completed follow-up, 8 had urinary retention treated by indwelling or intermittent catheterization. A total of 50 patients were operated under general anesthesia and 12 under hypnosis. All patients apart from three were discharged the same day, among the three patients, one had hemorrhoidal pain and 2 were retain for social reasons. Following is a summary of the 63 postoperative complications experienced by the patients during the one year follow-up: 14 cases of overactive bladder, 11 cases of gross hematuria, 8 cases of painful urination, 7 cases of urinary tract infection, 7 cases of urinary retention, 5 cases of severe dysuria, 2 cases of hemospermia, 2 cases of hemorrhoids crisis, 2 cases of bladder stones, one case of clotting hematuria, one case of painful ejaculation, one case of pelvic pain, one case of urinary urgency incontinence, and one patient presented chronic pelvic pain syndrome. In addition, at one year of follow-up, 2 patients had resumed alpha-blockers treatment, and one patient was re-operated due to the persistence of lower urinary tract symptoms with an obstructive right lobe seen on the endoscopy. This patient underwent holmium laser enucleation of the prostate without any technical difficulties imputable to his previous water vapor therapy procedure.